Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had bent cannula issues and mentioned that they also experienced high blood glucose level of 439mg/dl. The customer treated with insulin pump. Customer declined to troubleshoot for high readings. Troubleshooting was performed bent cannula. Customer was advised to change the infusion set. The insulin pump will not be returned for analysis.